Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, part of the sensor wire had broken and was attached to the sensor pod. No additional event or patient information is available.